Manufacturer narrative:
.

Event description:
Per the audiologist's report, the patient stopped hearing with the cochlear implant system in 2007. All external equipment was exchanged, but the problem was not resolved. After sound processor reprogramming, the patient was able to hear for one week, then was unable to hear again. The results of an integrity test done one week later showed that the receiver/stimulator was not functioning. No information regarding explantation/reimplantation plans was made available.